Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges loosening of stem. After review of medical records, patient was revised due to cellulitis and postoperative wound dehiscence 1cm, status post total hip arthroplasty. It was stated that the patient had seroma postoperatively. The decision was made to proceed with the irrigation and debridement for concern of deep seated hip infection. Hematoma was encountered 500 - 600 ml, the wound did not appear to have an infected appearance,the hematoma had the possibility of being seated though it did not look grossly infected. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.